Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Manufacturing site evaluation: sample for evaluation: received 1 (one) piece of introcan safety 3 pur 16g 1.7x32mm-EU in an opened packaging. Lot number printed on returned peel pack is 23a26g8375 and material # 4251136. Capillary hub and protective cap are not returned for investigation. Visual inspection: the safety clip was inspected under a smart scope and observed the clip long arm, short arm and clip backwall were deformed. The safety clip had dislodged away from the cannula tip. No damage observed on both external and internal side of clip hole under 20x magnification. No dented or excess metal nodes observed on cannula surface. Simulation: simulation was carried out by manually assembled the returned cannula with fresh catheter hub for verification the clip function during cannula withdrawal. The result of the simulation, observed the safety clip of the returned sample was able to engage successfully and completely cover the cannula tip. Device history record (DHR): reviewed the device history record for batch number 23a26g8375 and there were no defect encountered during in process and final control inspection. The complaint batch passed the clip function test and showed no abnormality. The clip drag force and end force also shows no abnormality. Reviewed the process cards: this product is assembled on automated assembly machines equipped with 100% vision system and test stations. The vision system conducts 100% checking at relevant critical dimension of a cannula including crimp width, crimp length, clip dimension and clip position. Defective parts will be detected and automatically rejected by the machine. The process cards for the complaint batch show no abnormality. Instruction for use (IFU): this product is recommended to be used as explained in instruction for use (IFU). Under warning section, do not bend the catheter/needle during insertion, advancement or removal of the needle. Under application section, withdraw needle in a controlled and continuous motion. The safety shield automatically covers needle bevel as it exits the catheter hub. Conclusion: during simulation with fresh catheter hub, the safety clip was able to engage. The complaint batch shows no abnormality. Complaint is not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant: there was a needlestick injury in our company today with an introcan safety 3 because the safety mechanism did not cover the needle syringe did not cover the needle syringe properly.